Event description:
The complaint is reported as: "when the user injected the medical agent from the distal lumen after placement of the catheter, leak was found from the insertion site. Also, the medical agent was administered only from the side port, not from the tip port." The user reported "it seemed the tip port was blocked". No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, two-lumen catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis did not reveal any defects or anomalies. The catheter body length measured 215mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The distal extension line outer diameter measured 2.40mm, which is within the specification limits of 2.39mm-2.49mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.676mm (.066"), which is within the specification limits of 1.65mm-1.75mm per the distal extension line extrusion graphic. The proximal extension line outer diameter measured 2.13mm, which is within the specification limits of 2.13mm-2.21mm per the proximal extension line extrusion graphic. The proximal extension line inner diameter measured 1.448mm (.057"), which is within the specification limits of 1.42mm-1.50mm per the proximal extension line extrusion graphic. A lab inventory syringe filled with water was attached to each extension line and flushed. No blockages were observed. Performed per the IFU statement, "flush each lumen with sterile saline solution , to establish patency and prime lumen(s)". A lab inventory guide wire with a diameter of .032" was inserted through the distal tip of the catheter. Little to no resistance was observed as the guide wire was able to pass completely through the assembly. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "flush after each use with normal saline or in accordance with hospital/institutional protocol". The IFU also states , "practitioners should remove slide clamp(s), where provided, when not in use. Slide clamp(s) may be inadvertently removed and aspirated by children or confused adults". The report of a blocked catheter was not confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies. The catheter met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "when the user injected the medical agent from the distal lumen after placement of the catheter, leak was found from the insertion site. Also, the medical agent was administered only from the side port, not from the tip port." The user reported "it seemed the tip port was blocked". No patient injury or complication reported. The patient's condition is reported as fine.